Event description:
The trial broke off in the tibia and a piece was left in the patient.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned pfc* flut tib rod trl 115 x 14 confirmed the washer, dowel and tip broke and separated from the stem component. X-rays review confirmed that the tip component remained in the patient. (B)(4) was conducted to identify a potential patient harm. CAPA-(B)(4) was initiated to identify a root cause and corrective action for the stem/tip disassociation. Monitor future reports of stem/tip disassociation through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.